Event description:
Started in (B)(6) 2010 recently diagnosed with sle plus mixed connective tissue disorder. Just discharged from two-week stay in hospital due to complications, including pain, methotrexate toxicity, brain inflammation, red blood cells in urine plus crystals, rash, etc. Dates of use: (B)(6) 2008 - (B)(6) 2011.